Event description:
Received complaint via attorney notification in 2008. The user was rolling over an approximate 1" threshold of his front door, the wheelchair flipped backwards resulting in serious injuries. No details of injuries or medical intervention reported.

Manufacturer narrative:
User ordered chair via internet company without anti-tip option.